Event description:
It was reported that a patient underwent a gastrectomy on (B)(6) 2021 and a suture clip was used. During the procedure, the clip slipped despite being closed. A different device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ppbbrwq1 mfg date: 05/02/2020, exp date: 05/31/2025. Batch qbbdccq0 mfg date: 02/24/2020, exp date: 07/31/2025. In addition , a manufacturing record evaluation was performed for the finished device lots of ppbbrwq1 and qbbdccq0 and the manufacturing criteria were met prior to the release of these lots. Additional information was requested and the following was obtained: what was the initial procedure? Gastectomy. When did the issue occurred? Pre-op, intra-op or post-op? Please confirm intra op. What is the procedure date? (B)(6) 2021. Could you please confirm how many devices present this issue? 3. Did the surgery was completed successfully? Yes. If yes what was used to complete the procedure? Competitor product. Note: events reported in 2210968-2021-11850, and 2210968-2021-11852.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/30/2021. H6 component code: g07002 no device problem found. H3 investigational summary: one box was received with six sterile reloads were returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned samples revealed that six mic4036 reloads were received with no apparent damage and two clips loaded. The reloads were tested for functionality with the test device. Upon functional testing of the device, the instrument loaded, retained, and deployed the 6 clips as intended. The clips were from as intended and conforming to our manufacturing requirements. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Additional h3 investigational summary: two boxes were received with six sterile reloads each one was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Twelve sterile reloads were received. Visual analysis of the returned samples revealed that mic4036 reloads were received with no apparent damage and two clips loaded. The reloads were tested for functionality with the test device. Upon functional testing of the device, the instrument loaded, retained, and deployed the 6 clips as intended. The clips were from as intended and conforming to our manufacturing requirements. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.